Event description:
It was reported that the patient presented with syncopal episode. It was also reported that the lead had high impedance and no capture was noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.